Event description:
It was reported that during an attempt to retrieve an ivc filter, the marker bands of three recovery cone removal systems allegedly detached from the introducer sheaths and remained free floating in the patient's jugular vein. All three marker bands were successfully retrieved with a balloon catheter during the procedure. Reportedly, the jugular vein was not predilated per the IFU, as it was quite large. There was no scar tissue predilated per the IFU, as it was quite large. There was no scar tissue present at the access site. Allegedly, the attempted retrieval was difficult, as the filter was tilted and endothelialized in the wall of the ivc. The filter was implanted approximately six months ago for prior to bariatric surgery. The filter remains implanted. There was no report of injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The event investigation is currently underway. It should be noted that it was reported that the vessel was not predilated prior to insertion of the catheter. The instructions for use for this device states: "pre-dilate the accessed vessel with a 12f dilator." This report involves one of three recovery cones described in the event. Two additional reports have been submitted involving the same patient and event. Manufacturer's report numbers 2020394-2009-00028 and 2020394-2009-00029.